Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mm x 12mm quantum maverick balloon catheter, it was noted that the device was separated into two pieces. The device was never used and was replaced with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mm x 12mm quantum maverick balloon catheter, it was noted that the device was separated into two pieces. The device was never used and was replaced with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter and photo media attached. The device was visually and microscopically examined. There was a separation of the hypotube at 45.4cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Photo media was reviewed and found to be aligned to what was seen in product analysis as the separation was found in both analysis, and media review. Product analysis confirmed the reported break as there was separation to the device.